Manufacturer narrative:
Based on the information provided, no conclusions can be made. Attorney alleges post implant of composix kugel, patient was diagnosed with hernia recurrence, infection, bowel obstruction ,mesh migration & deformation, abscess, adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the prosthesis." This emdr represents the mesh ¿ composix kugel (device #2). An additional emdr was submitted to represents the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: (B)(6) 2003 - patient was diagnosed with umbilical hernia, incarcerated ventral hernia and strangulated omentum thereby underwent open repair with the implant of ventralex hernia patch (device #1). (B)(6) 2003 - patient was diagnosed with recurrent umbilical hernia hereby underwent open repair with the implant of composix kugel hernia patch (device #2). Ni-ni-2003 to ni-ni-2004 - patient had recurrent incisional hernia due to eventration of mesh. (B)(6) 2005 to ni-ni-2008 - patient had recurrent incarcerated incisional hernia, extensive adhesions, removal of mesh, infection and abscess thereby underwent revision surgery. Ni-ni-2017 - patient had bowel obstruction, recurrent hernia, dense adhesions. Attorney alleges that the patient had abscess, adhesions, bowel obstruction, hernia recurrence, infection, mesh migration, mesh shrinkage, pain & suffering. And also mesh had densely adhered to omentum and fascia, multiple layers of different mesh products were infected.

Event description:
Per additional information provided: (B)(6) 2003 - patient was diagnosed with umbilical hernia, incarcerated ventral hernia and strangulated omentum thereby underwent open repair with the implant of ventralex hernia patch (device #1). (Cat # 0010302, lot #43dnd434). (Ppf sec. 03, pg. No. 02). (B)(6) 2003 - patient was diagnosed with recurrent umbilical hernia hereby underwent open repair with the implant of composix kugel hernia patch (device #2). (Cat #0010202, lot #43hnd462). (Ppf sec. 03, pg. No. 02). Ni-ni-2003 - ni-ni-2004 - patient had recurrent incisional hernia due to eventration of mesh. (Ppf sec. 5b, pg. No. 04). 08-apr-2005 - ni-ni-2008 - patient had recurrent incarcerated incisional hernia, extensive adhesions, removal of mesh, infection and abscess thereby underwent revision surgery. (Ppf sec. 04, 5b; pg. No. 03, 04) ni-ni-2017 - patient had bowel obstruction, recurrent hernia, dense adhesions. (Ppf sec. 5b, pg. No. 04) attorney alleges that the patient had abscess, adhesions, bowel obstruction, hernia recurrence, infection, mesh migration, mesh shrinkage, pain & suffering. And also mesh had densely adhered to omentum and fascia, multiple layers of different mesh products were infected.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Attorney alleges post implant of composix kugel, patient was diagnosed with hernia recurrence, infection, bowel obstruction, mesh migration & deformation, abscess, adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the prosthesis." Addendum: h11: this is an addendum to the initial emdr submitted (MDR number 1213643-2024-094590). This supplemental emdr is submitted to correct corporate lot number and to update DHR results. Review of manufacturing records confirms product was manufactured to specification. Updated fields: b4, d4 (expiry date & UDI no.), g3, g6, h2, h4 (manufacturing date), h6, h10, h11. Corrected field: d4 (corporate lot no). This supplemental emdr represents the mesh ¿ composix kugel (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.